Event description:
A (B)(6) female pt with a dehisced surgical site status post an intrathecal pump implant removal related to pt's paraplegia was treated with v.a.c. Therapy from (B)(6) 2009. It was reported that on (B)(6) 2009 pt presented to physician's office with complaints of fever and malaise with possible urinary tract infection. The physician documented a non-healing wound on the pt's left abdomen with no signs or symptoms of infection. It was reported that the pt was packing the would with gauze and a topical antibiotic. On (B)(6) 2010, the pt reported she had "lost" a packing strip and the wound care provider was unable to find the packing. The pt was referred to surgery for an incision and drainage. It was reported that the surgeon found a piece of gauze and removed it on (B)(6) 2010. On (B)(6) 2010, it was reported that the wound care provider noted a foreign material visually identified as a v.a.c. Granufoam dressing in the base of the wound. The foreign material was removed with forceps and pt was sent to surgery for sharp debridement to remove the remaining foam. It was reported that the pt was discharged from the wound care center on (B)(6) 2010 with a nearly healed wound measuring 1 cm x 0.2 cm x 0cm.

Manufacturer narrative:
According to records provided by the home health agency, the caregivers were trained in the proper use of v.a.c. Therapy. The foreign body was not returned to kci for identification therefore kci was unable to confirm identify of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. Kci labeling, available in print and on-line states: "always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the pt's chart. Labeling also warns "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed".